Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that there was a procedure to add another lead to a patient who already had an implantable neurostimulator (ins). By fanning the shutter this one broke and was stuck in the ins. It was impossible to remove the first electrode. The healthcare professional (hcp) was forced to remove everything and implant 2 new leads and a new ins. The issue was resolved at the time of report. There was no environmental/external/patient factors that may have led or contributed to the issue. There was no diagnostics/troubleshooting performed.

Manufacturer narrative:
Product ID: 977a260, lot# va1p4dl044, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, lot# 0208779868, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. The month and year are valid for the implant dates of the ins and lead with lot # 0208779868. The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting the second channel of the ins was closed by a shutter. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, lot# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, lot# 0208779868, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Analysis of the device was not available at the time of report. A follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the decision was made in (B)(6) 2018 to put a second electrode in. Programming occurred on (B)(6) 2018. Placement under rx control of a second electrode. The connection to the test cable for intraoperative tests. Tunneling for connection to the second input of the battery. The shutter of this canal was no longer in its box. It was found in the subcutaneous tissue and sectioned. The other end remained at the bottom of the box and was ineradicable. It was decided to take another battery and connection of this second electrode. There was an inability to remove the first electrode from the battery to connect it to the second battery. The screwdriver rotated endlessly. The screwdriver was changed. The screw spring with the screwdriver but was unable to remove the electrode. The original implantable neurostimulator and lead were removed. There was a repositioning of the electrode and it was connected to the ins.